Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per review of wo notes, device had water in chiller tank. Chiller temperature (t4) was 33.3, mixing pump command (mpc) was 100%. Assessment of chiller circuit/device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Device not cooling as seen through patient data dated (B)(6) 2025, determined to be an intermittently sticking hot gas bypass valve as part of the chiller assembly. The device cooled during all testing at the depot. Replaced the chiller assembly. Decontamination technician noted that the control panel did not boot up when powered on. Control panel booted normally during assessment. Rubberized tank seal glue found in the chiller pump and throughout the tank. Replaced tank seals and cleaned the tank. The control panel coin cell was replaced due to age. The arctic sun stat passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that the arctic sun device would not cool. Per review of wo notes, device had water in chiller tank. Chiller temperature (t4) was 33.3, mixing pump command (mpc) was 100%. Assessment of chiller circuit/device.